Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110079 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). User stated that they tested with ff and received a positive result. Then, they tested with pcr and received a negative results. Finally, they tested again with ff and received a second positive result.